Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized for hyperglycemia with blood glucose levels of 20 mmol/l (360 mg/dl). The pod was worn between 25 and 36 hours on the leg. It was noted that the adhesive was not secure. The patient stayed overnight at the hospital. Hyperglycemia treated with a new pod.